Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The sensor kit expiration date is 30-jun-2021. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A customer reported receiving a ¿replace sensor¿ message after a day of wearing the adc freestyle libre sensor. As a result, the customer was unable to obtain sensor scans and experienced symptoms described as ¿very slow¿ and a loss of consciousness and was unable to self-treat. An ambulance was called and upon arrival, paramedics obtained a capillary reading, however, no further information was provided. There was no report of death or permanent injury associated with this event.